Event description:
It was reported that the device had a damaged lcd. There was no patient involvement. The device evaluation found a damaged upstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged upstream occlusion (uso) seal, and latch/lock handle does not release back to its position once you release the cassette. The uso seal and the latch lock mechanism was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.